Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Cholecystectomy, the bottom jaw dropped off the device and fell into the pt. Able to retrieve the device and then complete the procedure with a similar device with no pt consequence.